Event description:
The customer alleged that there was a cidex opa leak from the unit. There were no injuries. The asp field engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found that the reservoir tank had a crack near the header element. The fse replaced the reservoir tank assembly. The fse performed a leak test and a system test. The fse ran a test cycle. System meets all manufacturer's specifications.